Manufacturer narrative:
During a follow-up call on 10/11/2016, it was confirmed that the customer was able to load a new cartridge successfully and received an accurate fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin. It was unknown how much insulin had been delivered by the customer. Additionally, the customer declined further troubleshooting and confirmed that a new cartridge would be loaded onto the pump. Subsequently, the contact reported that the customer experienced an elevated blood glucose (bg) level of over 300 mg/dl. A correction bolus was delivered to address bg level. Reportedly, the customer consumed junk food and did not appropriately deliver a bolus to compensate for the food that was consumed. Recommendation was made to consult with health care provider regarding diabetes management.